Event description:
It was reported that 9800 system thumbnail images do not match actual images. The saved images are much darker and distorted. No patient injury was reported.

Manufacturer narrative:
A ge service investigation preformed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.